Event description:
The patient reported she developed a rash under the tape collar of the device. The patient was seen by her cwocn. She was allegedly advised to incorporate a barrier wipe and powder. The rash has reportedly improved. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.